Manufacturer narrative:
At the time of call, the device remained implanted. If additional information is received, a supplemental report will be filed. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient responded to device tracking mailing by calling clinical call line - stated that pump was not providing pain relief and not working for years. Patient inquired if she needed to have it removed or not.

Manufacturer narrative:
No medical interventions pertaining to the pump will be performed and the device is not expected to be explanted; therefore, the alleged device malfunction and root cause cannot be confirmed. Blank information in the report form represents unknown information.

Event description:
Question template pertaining to the alleged product problem was sent to the patient's health care provider, and answers were obtained over the phone. Patient stated to health care provider that pump stopped working one year after implant, but patient is not a candidate for surgery as decided upon by patient's surgeon. No further interventions pertaining to the pump will be performed.